Event description:
Customer reported that indicated battery charge dropped by 30% in a short period of time. There was no reported impact to the customer's blood glucose level as the customer declined to answer related questions, and there was no indication of adverse effects. Technical support resolved the issue by replacing the charger.